Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and guided them through the reset process, after which the error code did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.